Event description:
It was reported that three (3) minicap transfer sets had separated between the female connector and the main body of the twist clamp; no leak. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10 (event date): the event occurred on an unspecified date of july 2024. E1: initial reporter facility name : (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual devices were not available; however, three (3) photographs of the samples were provided for evaluation. The photographs were visually inspected and separations between the female connector and the main body were observed. The reported condition was verified. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.